Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) display screen became distorted and unable to read. Patient involved, but no harm is reported. The device was returned to perfusion, the screen turned on was working. Repeated on/off 10+ times cannot reproduce fault.